Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of >125 ohms. Daily measurements showed varied impedance readings, with some that were out of range (>125). An x-ray showed that the distal high voltage pin may not be in the header as far as the proximal pin. Guidant technical services discussed creating noise on the egrams, performing a shock to re-check the impedance measurement, or invasively checking the setscrews. As the >125 ohms measurements were intermittent and only in the daily measurements, the patient had received a shock recently, and multiple manual shocking lead impedance tests (slit) resulted in normal measurements. The physician will monitor the patient. New information reports more >125 shock impedance measurements.